Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a monitor was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the monitor of the navigation system was displaying random colors across the screen. The monitor does not display anything that is identifiable. There was no patient present at the time of the issue.